Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, and likely due to damage on cable unit. Additional evaluation findings are as follows: the cable unit is larger; the switches could not be pressed down easily, due to button damage; coupler unit is deteriorated; due to damage on cable unit, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on the hd 3cmos camera head. As reported to olympus, the problem occurred before the procedure and there were no injuries to a patient or user associated with the event. The intended procedure was completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is conceivable that the image function did not function normally due to the failure of the cable. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Olympus will continue to monitor field performance for this device.